Event description:
It was reported that during an unknown procedure, the packaging was opened to remove device and place in sterile field. As scrub was reaching for product she noticed a piece from the shaft was in the plastic portion of packaging. The piece looks like some type of pin. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. D4: batch #x70524 . Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned with the jaws out of position. The jaws was not returned. Due to this condition, the clips could not be fed as intended and the clips dropped down. Nineteen(19) clips were found inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch x70524 number, and no non-conformances were identified.